Manufacturer narrative:
(B)(4). The increased intra peritoneal volume (iipv) was confirmed based on reported drain volumes and the cause was use error, tidal total uf removal set too low due to use of higher dextrose solution than usual. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a high drain/ call peritoneal dialysis (pd) registered nurse (rn) alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), on the home choice (hc) during use, at the end of therapy. The home patient (hp) was connected. It was unknown for how long the device was in use before the problem was noted. The technical service representative (tsr) explained the alarm. The tsr reviewed the hc program. The programmed therapy was tidal, with a total volume of 15000ml, a fill volume of 2000ml, a tidal volume of 95%, a target ultrafiltration (uf) of 150ml, a last fill volume of 2000ml, and 6 cycles. The home patient (hp) used 4.25% strength last night as the heater bag. The tsr reviewed the therapy log. The initial drain volume equaled 2514ml, the last fill volume equaled 1999ml, the total drain volume equaled 13,727ml, the total fill volume equaled 11,497ml, the total uf equaled 2229ml, the cycle 6 uf equaled 2204ml, and the cycle 5 uf equaled 26ml. The tsr explained tidal therapy and advised the hp to let their rn know about increasing their target uf or going to a different therapy. The hp declined a swap of their hc. There was patient involvement however there was no patient injury or medical intervention, associated with this event. The hp's wife returned the writer's call. She confirmed that the hp is ok and has continued on with his pd therapy. She advised that she approached his rn about the recommendations/solutions provided by the tsr from the phone call; however, the rn did not respond positively - the wife could not give details just that the rn did not make any changes to their machine, settings or programming. The hp's wife advised that she thinks sometimes using the 4.25% strength bag as the heater bag, when needed, might be causing the issue as it pulls off more fluid from the hp. She thinks the alarm has only occurred when using this bag. The writer encouraged the hp's wife to keep calling into the technical service line and suggested that maybe if the same alarm occurs again perhaps their rn could call the technical service line for them so that her reasoning for the solution could be properly discussed with the tsr who has the proper skill sets to discuss why a specific resolution to this specific issue would work or not. The rn called on (B)(6) 2012 as per having spoken with the hp's wife about baxter's follow-up earlier in the day. The nurse advised that the reason for the high drain alarm was the use of the 4.25% bag; that when he uses it he gets a larger drain - she gave examples: his initial drain was 2514ml, the second was 2565ml, and the largest prescribed fill volume is 2000ml. The writer advised her to have the hp's wife advise the tsr in the future of using 4.25% bag.